Manufacturer narrative:
Continued initial reporter, postal code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "sitting low".

Event description:
Healthcare professional reports left side exchange of textured implant. Revision surgery was performed due to left side "sitting low" and "rupture was discovered during explant." The device has been explanted.